Manufacturer narrative:
(B)(4). After battery installation, the down and enter keypad buttons did not work. After swapping the boards into another case, the problem resolved itself and seems to be isolated to the keypad and flex cable. Unable to perform displacement test due to the keypad anomaly. In addition to this, after further review, did not note any signs of previous moisture presence or corrosion on any of the boards and assemblies inside the unit; however, there are some remnants of insulin on the motor slide. The unit was received with a crack in the battery tube which starts at the left belt clip rail and runs horizontally across the side of the unit to the front. Inserted a test p-cap into the retainer ring, and it locked in place properly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that there was a crack in the battery compartment but the insulin pump had not fallen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.